Event description:
It was reported that there was noise seen on the atrial electrogram. The implantable pulse generator (ipg) was at normal elective replacement indicator (eri). The device was explanted and replaced. Testing through the analyzer and new implanted device, the atrial lead tested good and there was no longer any noise. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. (B)(4).